Manufacturer narrative:
This report is submitted on june 17, 2022.

Event description:
Per the clinic, the patient experienced pain and in the surgical area, and due to continuous inflammation. There is a reported infection that was treated with oral antibiotics. The device was explanted (date unknown). It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
This report is submitted on july 21, 2022.